Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation confirmed that there were occurrences of obstruction alarms recorded in the device logs. The performance tests showed that the device was functioning as expected. It is possible that the obstruction alarms were triggered due to incorrect set-up of the device settings. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). An engineering investigation is currently in progress. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).